Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a catheter revision in (B) (4) 2009 for an unspecified reason. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.